Manufacturer narrative:
(B)(4). Batch # n57j2f. Additional information requested and received: can you please clarify, on the first firing with the gst60b reload, did the device lock-out (no staples deployed and no cut line started)? Or did the gst60b reload not deliver staples but the device itself did deliver a cut line? If yes, was the cut line complete? I was not present for the procedure, but my understanding is that on the first firing the device locked out and no staples were delivered and the device did not cut. The analysis results showed that one gst60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a bowel procedure, when the device used with a second like reload some of the staples in the first two inner rows deployed but did not form. The other staples did deploy and form. Cutting also occurred. The surgeon over sewed to complete the procedure with no patient consequences reported.